Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed the implantable cardiac monitor (icm) exhibited under sensing. No changes or interventions were performed; the icm will be monitored. The patient was stable throughout.